Event description:
It was reported that the patient underwent a revision procedure in which the ipg, implantable pulse generator, was repositioned from the paravertebral pocket to a new pocket in the upper buttock. The patient experienced discomfort that was caused by the defined muscles in the patients back pushing the ipg toward the spine. The device remains implanted and the patient is doing well post operatively.